Event description:
As reported by the user facility: brief inquiry description: air bubble alarm with no visible air on 1 occurrence and a few microbubbles on 1 occurrence. Detailed inquiry description: 0600 amicar was set up by cvor nurse prior to case. Ran the amicar to test and make sure it wasn't going to alarm air in line as this is a frequent problem for the cvor. Pump immediately alarmed air bubble alarm. Removed tubing and no visible air bubble was seen. Reinserted tubing and pump stopped alarming air bubble alarm. 1130 amicar had been running for approximating 3 hours and again alarmed air bubble. Anesthesia primed with 11ml. Pump alarmed air bubble alarm immediately after restarting infusion. Removed tubing. A few microbubbles were seen but no air bubble. Reinserted tubing and infusion ran without further alarms. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. Upon visual inspection of the returned sample, no defects were noted. The sample was attached to observe if it would fit into the pump. The tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted